Event description:
It was reported that after completing the procedure, the physician went to remove the farawave pulsed field ablation catheter as it got stuck entering into the faradrive sheath. The physician had to advance the catheter then attempt again to retract the catheter but had to be pulled with force. The catheter was removed, and a broken spline was observed. There were no patient complications as the procedure was already completed. A photo was provided for review, and the catheter is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe one spline detach from the cage tip. The review of the image confirmed the reported allegation. The device did not return; therefore, product analysis could not be performed.

Event description:
It was reported that after completing the procedure, the physician went to remove the farawave pulsed field ablation catheter as it got stuck entering into the faradrive sheath. The physician had to advance the catheter then attempt again to retract the catheter but had to be pulled with force. The catheter was removed, and a broken spline was observed. There were no patient complications as the procedure was already completed. A photo was provided for review, and the catheter is not expected to return as it was disposed.